Event description:
Customer dropped their adc device reader in water and reports a battery/no power issue with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced hypoglycemia and a loss of consciousness. Customer was able to self-treat after regaining consciousness with a sandwich, chips, and grapes. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. It is also to note that the customer reported that she dropped the reader in water, causing the device to no longer power on. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.